Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/delivery test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was not reported. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer did not report a motor position encoder error alarm. Customer does not use sensor features. Customer was able to complete rewind sequence. Drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.